Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the cup was removed with bone debris and blood on the device as expected of a device that was implanted and removed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803603 femoral head sterile product do not resterilize 12/14 taper 60181513. Unknown trilogy liner. The device will not be returned for analysis due to hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that the surgeon said patient was having some pain and xrays confirmed they needed a cup revision. Acetabular cup was revised and pseudo-tumor was removed. Attempts have been made and additional information on the reported event is unavailable at this time.